Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the medical intervention of the saline bolus that was given to the patient. Since this event is associated with the treatment, this MDR will be against the instrument. No product was returned therefore, a device service history review was performed. The instrument has been located at the customer's site since (B)(6) 2011. As part of the review, it was determined that the instrument's last service was on (B)(6) 2017. During this service the system checkout procedure was successfully completed indicating that the instrument had passed all tests, met all specifications, and was operational. No service was requested by the customer for this adverse event. Trends were reviewed for complaint categories, clot observed, alarm #18: system pressure, and hypotension. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: hypotension (B)(4).

Event description:
The customer called to report an alarm #18: system pressure alarm that occurred during the elutriation phase of a treatment procedure. The customer stated that they were able to reset the alarm, but then they noticed a clot in the return bag. The customer reported that the treatment was aborted with no return of blood/products to the patient. The customer stated that the patient's fluid balance was -206ml when they aborted the treatment. The customer reported that the patient's blood pressure was 84/42, so they administered a 250ml saline bolus to the patient. The customer stated that the patient's blood pressure then came up to 99/52. The customer reported that the patient was in stable condition and had gone home. No product was returned for investigation.